Manufacturer narrative:
Reported events inadequate capture and difficult separation were not confirmed. Final analysis found blood and tissue on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that it was difficult to release the lp from the catheter. After the lp was eventually released, the device exhibited high capture threshold. The device was removed and replaced. The patient was in stable condition.